Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported calcification and rupture. The device remains implanted. This is for the right side.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
H.6.: health effect:impact code: f2203. Photo evaluation: visual analysis of the photographs identified, it is not possible to determine, the lot number or catalog number through the photos provided. Calcification: not observed. Rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Visibility/palpability: unable to observe, since it is not related to the device. Inflammation/irritation: unable to observe, since it is not related to the device. Additional observations: red encapsulation was observed, on the shell. No further actions are required, since no issue in the manufacturing of the device is observed.